Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with unknown symptoms. Upon assessment it was noted that there were episodes of non sustained right ventricular oversensing. The patient was brought in the clinic for further investigation. Upon interrogation, it was noted that the left ventricular lead exhibited failure to capture and had high capture threshold. It was also noted that right ventricular lead exhibited high capture threshold. It appeared that this issue could be due to electrolyte issue due to new medication. The right ventricular lead and the left ventricular leads were successfully reprogrammed. The patient was stable prior, during and post the event.